Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. Earlier that day, she had noted a bent cannula. The blood glucose reading was 460 mg/dl. The customer treated with an insulin pen. The drive support cap appeared normal. The insertion site was not sore or irritated and the insulin was clear and not expired. The time and date were correct and the bolus wizard and basal rate settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer declined the high pressure test. The customer was advised on techniques to avoid bent cannulas and advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.